Manufacturer narrative:
Investigation summary: bd received 5 photos from by the customer in support of this complaint. The photos were evaluated and show tubes with blood in them, the level of blood is below the fill line on the label. Additionally, 10 retention tubes samples from the bd inventory were functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. It should be noted that the vacuum needs to be exhausted before removing the needle from the tube to achieve the expected results. Bd was unable to duplicate the customer¿s indicated failure mode because the defect was not observed in the photo or the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg there was under-fill or low draw of a tube with blood. This event occurred 14 times. The following information was provided by the initial reporter. The customer stated: "there was a new occurrence related to the draw volume of the tubes from same batch of pr# 3314027. The tubes don't aspirate the volume indicated in the label (2ml), even if the sample collector waits for the vacuum to complete the draw."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-03. H6: investigation summary bd received 100 samples and 5 photos from the customer in support of this complaint. 10 customer's sample tubes were functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. The photos were received that shows blood in the tubes with the level below the fill line on the label; however, the fill line is not the minimum draw. The vacuum needs to be exhausted before removing the needle from the tube. The comparison of the customer photos and the photo of the 1.62 minimum does not confirm underfill of the product. Additionally, 10 production lot in-house retention tubes samples were functionally tested and the indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the photos, sample, and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg there was under-fill or low draw of a tube with blood. This event occurred 14 times. The following information was provided by the initial reporter. The customer stated: "there was a new occurrence related to the draw volume of the tubes from same batch of pr# (B)(4). The tubes don't aspirate the volume indicated in the label (2ml), even if the sample collector waits for the vacuum to complete the draw."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg there was under-fill or low draw of a tube with blood. This event occurred 14 times. The following information was provided by the initial reporter. The customer stated: "there was a new occurrence related to the draw volume of the tubes from same batch of pr# (B)(4). The tubes don't aspirate the volume indicated in the label (2ml), even if the sample collector waits for the vacuum to complete the draw."